Event description:
Pt reported having withdrawal symptoms - pt receiving narcotic medication per pump. Pump tested for function with rotor test and passed. Catheter thought to be possibly plugged. Catheter flow test done and flow obtained. Pt withdrawal symptoms persisted. Pump replaced and pt withdrawal symptoms were relieved and therapy effective.